Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited functional undersensing due to blanking. Upon review, it was noted that the atrial tachy response (atr) was showing atrial pace blanking out the ventricular sense after getting into atr mode switch. Technical services (ts) recommended to turn off the atrial pacing during mode switch. This device remains in service. No adverse patient effects were reported.